Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse confirmed error 86 in logs. Fse replaced redundant power tray to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The power tray assembly unit was analyzed and reported failure was confirmed . The error code 86 indicates a power distribution board adc fault. The reported problem was confirmed on the test bench by applying power to the unit and measuring the output of the two power supplies, which were found to be in good condition. Further troubleshooting revealed that the ipd board was causing the issue. The complaint regarding non-recoverable fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the system was experiencing a non-recoverable fault. System was restarted and the surgeon was able to resume the procedure. Error logs showed error 86 pointing to the power tray. Site called back and confirmed the issue was persisting. Hard power cycle of vsc did not resolve the issue. System is at a different software version then all other systems on site, so site swapped whole system mid procedure. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: site was able to switch to another davinci system and complete the procedure robotically. There was no harm or injury to the patient.